Event description:
While performing a laparoscopic cholecystectomy the color image on the video camera failed resulting in the surgeon proceeding with an open cholecystectomy. They had already encountered problems in the surgery & were discussing the need to change to an open procedure when this occurred.